Event description:
It was reported that the patient had ineffective therapy since implant; the patient had increased spasticity in her upper extremities. The symptom had been present since the device system was initially implanted. It was noted that the implanting doctor had difficulty when the catheter was originally placed in (B)(6) 2012. They were unable to get csf (cerebrospinal fluid) and they never really received good csf flow after placing it. The catheter also did not thread easily; they could not place the catheter higher than t10. On (B)(6) 2013, a catheter revision was done. They added a new spinal catheter segment and attached it to the remaining existing catheter. During the revision they were able to get great csf flow and thread the catheter easily; they placed the catheter around t2. The patient status was reported as ¿alive - no injury/no adverse event¿. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).